Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information received: the staple drivers were discarded in the hospital, after they were retrieved from the patient. The patient is stable and the hospitalization will not be prolonged.

Event description:
It was reported that during a laparoscopic super low anterior resection, the device moved slowly on the way of the first firing, and it was found that the staples from the distal end part to middle part of the cartridge were unformed after the device was released. The device was used on the rectum. The target tissue was not stapled since the deployed staples were unformed. It was also reported that the cartridge was damaged, and some of the staple drivers fell off into the patient. The fallen pieces were retrieved laparoscopically, and no pieces were left inside the patient. Another device was used to cut additionally and anastomose with cdh, and covering stoma was created to complete the case. The cut line of the specimen side which had cancer cells remained unstapled while the recovery was performed. Covering stoma is created for patients usually for a month at the hospital. In this case, covering stoma will be placed on this patient for 3 months since the surgeon was anxious about the cut and the anastomosis and colostomy closure will be performed after 3 months will pass. After the procedure, the surgeon and the sales rep check the operation video, and it was found that the device had been fired with clamping the aesculap clip used on the intestinal tract when the event occurred. The surgeon commented that the device was used view field was bad since the patient¿s pelvis was narrow, so that he did not recognize the device clamped the clip. He also commented that the operation could have been converted to intersphincteric resection. The patient is a male, and he is still hospitalized. The result of the leak test was minus, and the patient is getting well. His medical history, allergy, and smoking status were unknown.

Manufacturer narrative:
Product complaint (B)(4). Batch # r59z39. Device evaluation summary: the analysis found that one psee60a device was returned with no apparent damage with a gst60d cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/2. Upon evaluation of the reload, the cartridge deck, one piece sled and some drivers were noted to be damaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.